Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01903. It was reported that the patient's system could not enter into MRI mode. X-ray imaging confirmed that the leads had migrated. As a result, surgery may occur to address the issue.

Manufacturer narrative:
The leads were replaced due to the system being unable enter MRI mode was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: results and conclusions codes were corrected. H10 statement was corrected.

Event description:
Additional information was received that surgery occurred to explant and replace the leads, which resolved the issue.